Event description:
Baxter reported "there was leakage from the connection part of titanium adapter" with the transfer set. There was no pt injury or medical intervention reported by the complaint coordinator.